Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in marionette line via cannula 0.5cc bilaterally with juvéderm® ultra. That same day, patient reported bruising. The next day, patient noticed white dots in the affected area and treated themselves with heat and clindamycin. Two days later, patient went into the office and healthcare professional noted the "area looked red a small area of crusting" and determined it was infectious in presentation and patient was prescribed antibiotics.